Event description:
The user facility reported that an employee opened the lid to a system 1e, after noticing s40 powder in the bottom of the cup well, and experienced a burning sensation in her eyes. The s40 cup was disposed of. The employee self-administered otc eye drops and referred to the msds for the product for treatment instructions. The employee has no sustaining injuries. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician inspected the unit and initiated a diagnostic and processing cycle. No issues were noted and the device was found to be operating to specification. The employee's observation of powder in the bottom of the tray cup well is an expected condition. Section 3-1 of the operator manual illustrates the process of inserting an s40 cup, the pop-out plug is pushed up inside the outer cup by the tray punch, releasing the powdered ingredients into the tray cup well, as well as the drain channel. An in-service on proper use and operation of the system 1e has been offered to the facility, however the facility declined this offer.